Event description:
It was reported that the seal, fit and locking functionality of the inner and outer cannulae on two (2), size 8 fen, fenestrated low pressure cuffed tracheostomy tubes were not acceptable. Leaking between the inner and outer cannulae were observed immediately after device placement. The locking functionality was reportedly "loose" moments to seven (7) days after insertion. There was one pt involved with no reported pt compromise. One (1) of the 8fen devices was discarded. One (1) 8 fen device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the MFR has not received the reported device.